Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Protrusion of hole eliminator with massive osteolysis and cyst in the dorso-cranial ilium, poly wear after 17 years.